Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was the patient's settings for their device needed to be adjusted. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an individual with a pain stimulation implantable pulse generator (ipg) experienced the battery not holding a charge as long as it previously did, pain in the left leg, trouble sleeping, and tingling down the left leg. The individual stated that relief was typically achieved through stimulation and injections, but following an injection on may 16th, pain and sleep disturbances developed about a week later. The individual confirmed that stimulation was active. Recent therapy was conducted to rule out hip involvement. The healthcare provider indicated that the issue could be related to the implantable neurostimulator battery.